Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt) with rapid ventricular response (rvr). Three bursts of atp were delivered, with the third burst accelerating the rhythm into the ventricular fibrillation (vf) zone. A shock was delivered and converted the atrial and ventricular arrhythmias. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.